Event description:
It is reported that the device was explanted in 2008. The hinge pin was disengaged when surgeon was performing I&d of patient's elbow. Pin mechanism would go back together. It did not appear to be broken but, it could be easily pulled a part again. It was not staying locked. Implant date is unknown.

Manufacturer narrative:
Eval summary: no x-rays were provided to visually examine the stated issue and confirm that full assembly of the pins did occur during the initial surgery. No lot number was provided. The pins meet blueprint specification. Due to insufficient information the cause can not be definitely determined. No lot number was provided; therefore, device history records could not be reviewed. Scanning electron microscopy analysis (sem) / energy dispersive spectroscopy (eds) analysis was performed.